Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
The biomedical engineer provided technical support with the device log files for review without an explanation or reporting a specific malfunction. Technical support reviewed the log files and found a technical failure 388 alarm. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation; however, a review of the device logs confirmed a single occurrence of tf 388. The customer was advised to perform the necessary calibrations, which were successfully completed, and the device subsequently passed all evaluations and is now operating without any alarms.